Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to sense a closed door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, 'not recognizing door shut was not reproduced. A review of the event history log revealed " door jammed!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the bent ceiling wall interfering with the connection at the lower auxiliary and input- output (I/o) board. The ceiling wall will be replaced and the casing joint will be cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.